Manufacturer narrative:
Information was forwarded from the (B)(6), zimmer inc., which markets the devices in the u.s. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. As soon as additional information has become available and/or the device(s) have been returned for evaluation and an investigation result has become available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It is reported that surgery was extended by 2 hours because a fixing problem with the 95mm lag screw occurred. It had to be removed.